Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-08413, 1627487-2019-08414, 1627487-2019-08415. It was reported the patient experienced loss of stimulation. A system diagnostic recorded high impedances on all leads. Surgical intervention is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-08413, 1627487-2019-08414, 1627487-2019-08415. It was reported that surgical intervention was undertaken wherein one l1 and one l2 lead was explanted. The issue of the auto reducing was resolved. It is unknown which lead was explanted, so all leads are being reported.